Manufacturer narrative:
Product has been returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. If additional information is found from the device evaluation, a supplemental report will be filed.

Event description:
On (B)(6) 2025, the user reported that the ilet touchscreen was cracked. The device remained functional, could be unlocked, and continued delivering insulin; however, it was no longer watertight. The user¿s blood glucose reached 257 mg/dl during the event but was corrected using the ilet. No alerts, symptoms, or medical intervention were reported. A replacement device was arranged, and the user continued cgm monitoring via the dexcom app.